Manufacturer narrative:
H4: device manufacture date: february 19, 2020 - february 20, 2020. H10: two devices were received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a two (2) infusors lv (large volume) would not flow. The issue was identified before use. There was no patient involvement. No additional information is available.